Event description:
The sales rep, reported on behalf of the surgeon, that during a procedure the drill bit snapped. The sales rep reported that this occurred when the surgeon was drilling the bone and it got stuck in the patients bone

Manufacturer narrative:
The device will not be returned. If additional information is received, it will be reported on a supplemental report.